Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 2 devices were evaluated in the field and the issue was confirmed.  However, there were no product malfunctions; the issues were the result of use error as the scales were not properly zeroed before use. 13 devices were evaluated in the field and the issue was confirmed; 1 device had a bent component, 1 device had a misaligned component, 7 devices had broken/damaged components, 2 devices had worn components, 1 device was not properly calibrated, and 1 device had a short circuited component . The devices were repaired and returned. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the scale is inaccurate. There was no patient involvement.